Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had under delivering. The customer¿s blood glucose level was 145 mg/dl at the time of incident. The customer¿s blood glucose level was 142 mg/dl at the time of call. The customer reported that they had high blood glucose levels due to under delivery. Troubleshooting was performed. The customer was advised to revert to backup plan of manual injections as per health care professional instructions. The insulin pump will not be returned for analysis.